Event description:
On (B) (6) 2010, the patient underwent wrist synovectomy using a microcaps wand. During the surgery, the patient sustained a full thickness burn at the medial carpal portal on the ulnar side. The burn was 4 millimeters in size. The burn was excised and then closed with sutures. The surgeon, dr (B) (6), stated that there was a noticeable "wiggle" in the tip of the wand. The physician believes the burn was caused by the device.

Manufacturer narrative:
The device has returned to arthrocare for investigation. Once the investigation is complete and a lot history review has been completed, a follow-up report will be provided.